Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar). Reportedly, upon advancing the first prostyle device into the anatomy, the plunger came out [unintended system motion]. The second prostyle device was inserted; however, the foot failed to return to its original position after the needles were deployed at the 10 o¿clock spot. The prostyle device was removed by force against resistance with the foot partially open. No tissue damage was noted. After removal of the device, it was noted that the anterior foot was popped out [broken] but still attached. The foot was ultimately successfully closed outside of the anatomy. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with a reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The foot retraction issue was not confirmed. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6:1069 break- foot was removed.

Event description:
Subsequent to the initially filed report, the following information was received: there was no actual foot break with the second device, the foot had just failed to close. No additional information was provided.